Manufacturer narrative:
Complaint no: (B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review has been performed and the device has been previously serviced by baxter for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-(B)(4).

Manufacturer narrative:
(B)(4). The device has been evaluated onsite. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of depleted battery alarm. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During review of the event history by baxter personnel, this event was found to have caused an interruption of delivery. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.